Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed pump error and also detected issue with the motor. Customer was able to clear the alarm and complete the insulin pump rewind. No harm requiring medical intervention was reported for analysis. Insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump alarmed keeps getting pump error 43 alarm. Device passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. The history was download successfully using thus software. The history was download successfully using thus software. The download history file confirmed pump error 43 alarm due to corroded home switch. Device was cut open to perform visual inspection and found moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack electrical board 1, electrical board 2 and motor. Device received with cracked battery tube threads, fading serial number label and cracked case at battery tube side. The device p-cap / test reservoir locks in place properly. In summary, customer allegation pump error 43 alarm was confirmed on download history files due to corrode home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.